Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left side seems to shut off and they wake up in the morning with tremors. They are having to charge the device every morning and sometimes every night also. The programmer was showing the device as low. They stated they always get full coupling and the ins icon the recharger shows it is full after charging but it then gets low by the end of the day or overnight. During call, they had 6 coupling boxes and the device was charged to about 25%. They have not fallen or anything out of the ordinary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that once the clinician looked at the report, it showed that the patient was only charging their ins for 30 minutes to 1 hour when it was fully depleted, so they were not getting it back up to a full charge, which is why it was depleting so quickly. The clinician talked with the patient about how they need to fully charge their ins and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patient was having difficulty keeping the rechargeable ins charged. The patient's ins is not lasting more than 24 hours before it depletes. They followed up with the patient and reviewed information with the patient about the issue. The patient would wake up in the middle of the night or in the morning and would have symptoms. When the ins was checked with the controller, it showed that the ins was off. The patient would charge and then the ins would deplete the next night. The patient was charging for about 1 hour. The patient indicated that the ins has never lasted more than 2-3 days. The hcp indicated that all impedances were within normal range and therapy impedances were not available. L stn: 0+ 2- 4.0v 60us 250hz, r stn: 0+ 1- 4.6v 80us 250hz. Technical services made calculations with 1000ohms and 500ohms estimated for therapy impedance which showed that the expected recharge interval was between 6 and 10 days. The rep recommended that the patient try to charge the ins to 100%. The rep will follow-up with the patient and hcp.